Event description:
Initial results for a patient creatinine and potassium were 20.6 mg/dl and 8.4 mmol/l respectively. When repeated on the same aliquot tube, the creatinine was 23.2 and 28 mg/dl and the potassium was 10.2 and ii mmol/l. The primary tube was tested; creatinine repeat result was 0.8 and 0.7 mg/dl and the potassium was 4.1 and 4.3 mmol/l. No adverse events were reported in association with the incorrect results. The field service rep was unable to determine a cause for the discrepancy.